Event description:
Rptr has become allergic to latex products with symptoms including generalized rash, itching and occasional episodes of wheezing. Symptoms have been treated with oral prednisone, benadryl, atarax, claritan, zyrtec and doxepin in order to sleep, and proventil inhalers. Pt carries an epipen.